Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician assistant reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 200 ohms and a low out of range impedance measurement of 0 ohms approximately one month later. Electromagnetic interference (emi) was suspected as a cause since they were recorded at specific times of the day and no other out of range measurements were observed. However an emi source was not able to be indentified. The patient was brought into the office for evaluation and all impedance measurements were normal. The ICD and rv lead remain in service and no adverse patient effects were reported.